Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. There was a software problem message on (B)(6) 2019 with 1 intellis 2 3.0 3 243 4 qf_port. The patient was able to clear the error with a controller reset but then they received a settings not available, cannot provide desired settings/out of regulation (oor) message on their controller. The patient would decrease stimulation to get rid of the oor message but as soon as they tried to increase stimulation again, the patient would get the oor message. The rep is seeing the patient on (B)(6) 2019. The rep responded later indicating that they had two issues. There was the settings not available message after they took the battery out and put it back in, and the patient just came in with the following impedance values: contact 1 with reference electrode 0 is 40,000 ohms, contact 3 with reference electrode 0 is 40,000 ohms, and contact 14 with reference electrode 0 is 40,000 ohms. The rep programmed around the opens. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-03. The cause of the high impedances was not determined. So far it seemed that programming around these contacts has resolved the settings not available message. The patient¿s weight was not gathered by the customer. This information was confirmed with the physician. No further complications were reported/are anticipated.